Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, the customer's correction factor was too high. Bg was addressed via consumption of carbohydrates. Additionally, customer's healthcare provider adjusted correction factor.